Manufacturer narrative:
(B)(4). Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood visible. There was thick contrast on the balloon. The stent implant was returned dislodged the sds, inside the orange protective sheath. The entire length of the stent implant was slightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the marker. There was no damage noted to the sds. The inner diameter of the flared end on the protective sheath was measured using pin gauges. The inner diameter was .050 inches. The outer diameter measurements of the stent implant could not be taken due to the damage. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that when the vision stent delivery system (sds) was removed from packaging and attached to the indeflator, the stent had dislodged from the sds and was found on the stylet inside the protective sheath. Reportedly, there were no patient effects. No additional event or patient information is available.